Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the power cord was replaced, and the issue was resolved. Additional details were requested regarding the damaged power cord; however, no further details were provided. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power cord that was damaged. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a power cord that was damaged. The customer requested an order for a replacement power cord, and remote alarm cable. Investigation ongoing / resolution pending